Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 ipg, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's heart rate dropped and no capture could be obtained with the newly implanted right atrial (ra) lead. In addition, lead sensing had diminished and thresholds were variable. A fluoroscopy revealed lead dislodgement. It was further reported that during the ra lead revision, the physician made several attempts to advance a stylet down the lead with no success. In addition, when the physician attempted to peel away the sheath, the wing unexpectedly broke off near the valve. The physician inserted a right angle clamp into the valve in order to break and peel it away. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.